Event description:
Customer reported not being able to test his blood glucose due to their precision xtra meter does not response when button pressed. Customer reported experiencing symptoms of lightheadedness and unbalance since 2008, and had a diabetic coma ten months earlier. Customer reported being treated with humulin insulin by his doctor. Although customer also reported being diagnosed with severe hypoglycemia, it is unclear when the event took place. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.